Event description:
User reported that bobbin would not stay in the locked position. There was no patient harm; however, this event is considered reportable.

Manufacturer narrative:
Unit identified to have damage to pump from being dropped. Investigation confirmed that left-hand bobbins do not lock. Bobbin pawl and ratchet locking assembly was replaced and unit passed all preventive maintenance checks.